Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous distal left anterior descending artery. A 2.5x15mm trek balloon cross the lesion. When inflated once at 12 atmospheres the balloon ruptured. The device was removed and replaced with a non-abbott device to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.